Event description:
It was reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a problem with the memory, but no conclusion could be drawn as further repair information is not available.